Event description:
It was reported that the customer's insulin pump is squirting out insulin. Customer stated they were worried that the insulin pump may be over delivering insulin, since the quantity in the reservoir has lowered. The customer's blood glucose level dropped significantly. During the call the customer sounded confused, treated with juice. Customer noticed the insulin pump was over delivering insulin when she got the epump. Advised customer to discontinue the use of the insulin pump and revert to a back-up plan. The blood glucose reading was 104mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.